Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 8.0 and 5.7 inr. The corresponding lab result reported was 4.4 and 3.3 inr. The second comparison was performed in 02/2006.